Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information has been requested; no response has been received to date. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy (revision), patient had previous gastric band surgery on (B)(6) 2013, altered anatomy was evident. No observed issue with instrument during case. No problems noted with instrument. Patient was brought back to hospital on (B)(6) 2013 with potential leak. The second procedure was conducted which was laparotomy. Leak observed in the cardiac notch close to ga junction. The leak was approximately 1 cm. No staples noted at areas of leak. Surgeon used surgist mesh to fix leak and patient is currently recovering in ICU. Patient had previous surgeries a gastric band and gastric band removal. Significant adhesion noted by surgeon. No x-rays or photos are available. Devices discarded.

Manufacturer narrative:
(B)(4): additional information per the affiliate, "can you please clarify the dates for the surgical history? Original gastric band procedure?; gastric band removal? (B)(6) 2012; sleeve gastrectomy (revision)? (B)(6) 2013; reoperation - (B)(6) 2013. Had additional oesophageal stent put in (B)(6) 2013. How is the patient currently? Currently recovering in hospital and out of ICU is the patient expected to have a full recovery? Uncertain of recovery/outcome"